Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the investigation has been complete

Event description:
The customer reported o2 sensor issue. O2 sensor is always on. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Date of report : 22jul2019, date rec¿d by MFR : 06jun2019. The manufacturer¿s field service engineer (fse) could not confirm the reported issue. The manufacturer¿s field service engineer (fse) could not duplicate the reported issue, no problem found. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.